Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the lack of therapeutic effect was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the therapy was not helping the patient¿s back pain since the past few months prior to the report. The patient noted that she had a big fall about three moths prior to the report; she fell down some concrete steps. The patient was then directed to follow-up with their healthcare professional (hcp) or a manufacturer representative (rep) to have the implantable neurostimulator (ins) and leads checked. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.